Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of hemodialysis therapy, health care personnel evidenced a moderate amount of saline solution leakage at the junction of extension tube and bifurcate. The doctor on duty was informed and indicated to suspend the therapy and schedule a catheter change. The catheter was not repaired. There was no luer adapter issue. There was no medical/surgical intervention needed to prevent a permanent impairment of a function. The was no adverse reaction associated. The event did not lead to or extend patient hospitalization. There were no other deficient products used. There was no patient symptoms or complications associated with the event. There was no patient injury.